Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) for placement of stent to treat a pancreatic duct leak, the physician used a cook endoscopy d.a.s.h. Dometip double lumen sphincterotome (which is pre-loaded with a 0.025 inch metro wire guide). During cannulation of the pancreatic duct, the wire guide penetrated the submucosa, causing what was reported to be "submucosal injections in duct." A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The initial reporter does not know if the patient experienced any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes and metro wire guides are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.